Manufacturer narrative:
Both samples (sample 1 from (B)(6) 2025 and sample 2 from (B)(6) 2025) were submitted for preliminary investigation and tested for folate. Sample 1: 9.72 ng/ml. Sample 2: 9.82 ng/ml. Sample 2: 10.4 ng/ml. Four reference samples were tested, and all folate results were > 20 ng/ml. Additional results from the reference samples were provided of 18.0 ng/ml, 18.0 ng/ml, 24.4 ng/ml (dilution ratio 10), and 32.3 ng/ml (dilution ratio 10). The samples were sent to an external laboratory using a unicel dxl system, and the results were >22.0 ng/ml. There was no sample material remaining from sample 1, and there was insufficient sample volume remaining from sample 2 for further investigation. As the sample material was not available for further investigation, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter questioned the results for 2 samples from 1 patient tested for elecsys folate iii (folate iii) on a cobas pro ssu system (e801 analyzer). On (B)(6) 2025, the initial result on the e801 analyzer with no dilution was > 20.00 ng/ml. The repeat with 1:10 automatic dilution was < 6.00 ng/ml. The repeat with 1:10 automatic dilution was 6.27 ng/ml. The sample was repeated with no dilution, and the result was > 20.00 ng/ml. The repeat with 1:2 automatic dilution was 11.7 ng/ml. The repeat with 1:2 manual dilution was 13.96 ng/ml. The repeat with 1:5 manual dilution was 8.50 ng/ml. This sample was sent to an external laboratory using the beckman coulter method, where the initial result with no dilution was > 21.9 ng/ml. The repeat result with a 1:10 dilution was 29.1 ng/ml. A new sample was obtained on (B)(6) 2025, and the initial result on the e801 analyzer with no dilution was > 20.00 ng/ml. The repeat with 1:2 automatic dilution was 12.70 ng/ml. The repeat with 1:5 automatic dilution was 8.83 ng/ml. The repeat with 1:10 automatic dilution was 6.31 ng/ml. It is not clear which results were believed to be correct.